Event description:
It was reported that cgm displayed error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed that error did not reappear, and successfully started new sensor session.